Event description:
It was reported that the customer received a low battery alert but was unable to remove the battery cap due to the battery cap being stripped. The customer's blood glucose was 252 mg/dl. Troubleshooting was done. The customer was unable to remove the battery cap with a large screw driver or quarter. Advised customer to discontinue use of the insulin pump if the battery was low. Explained that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected failed battery test alarm or low battery alarm noted. The insulin pump had a stripped battery cap, a stripped battery cap coin slot, a minor scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a small bleeding on the lcd glass and a missing end cap sticker.